Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customers blood glucose level was 100 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.